Manufacturer narrative:
The reagent lot number is 861343, and the expiration date is 31-may-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for phosphate (inorganic) ver.2. The initial result was 2.5 mg/dl, and the repeat result was 1.90 mg/dl. The result of 2.5 mg/dl was deemed to be correct. The sample was repeated because results from other assays were flagged.

Manufacturer narrative:
The repeat result was performed on another analyzer. The initial result was not released from the laboratory. Qc and calibration were passing at the time of the event. In the alarm trace report, there were multiple alarms for abnormal aspiration, which is consistent with poor sample quality. A field service engineer (fse) determined that the sample probe was clogged, and replaced it. The fse ran a hardware check and had no issues. The investigation determined that the service action resolved the issue.